Event description:
It was reported that a size 4 lma was inserted in an elderly male undergoing a transurethral resection of a bladder tumor. The lma was inserted without difficulty, but it became apparent that the airway tube was no longer attached to the mask. It came apart approx one inch from the junction with the mask. The anesthesiologist was able to remove the device by pulling on the inflation tubbe. Another lma was inserted and the procedure progressed without further incident. The pt made an uneventful recovery.